Event description:
I had my very first surgery in (B)(6), in 1996 for prolapsed bladder and a marshalmarshite? Bladder tuck and a complete hysterectomy. The dr informed me that they usually last 10 - 15 years and it did. In 2010, I started feeling a mass of flesh protruding from the lips of my vagina, and having problems eliminating urine and bowel movements, and my family dr referred me to (B)(6), here in (B)(6). The first dr to treat me, dr (B)(6), informed me that my bladder was prolapsed as I had already told him, and that I needed corrective surgery. I knew it was my bladder because I had the problem in 1996. He said it probably wasn't my bladder, but after examining me, apologized and said it was my bladder and part of my small intestine! The prolapse was causing discomfort and pain, inability to have sex, and problems with urinating and bowel movements, much time off work, and completely destroyed my mental and emotional balance, for which (B)(6) referred me to (B)(6) for outpatient treatment for depression. I have been on anti-depressant for over a year now to help me sleep and get my emotional stability back. During the surgery (a mesh was placed in me vaginally), I returned for f/u and told him that I still had the same problem and nothing had been lifted up. He said I was probably just swollen from surgery, and it would eventually recede. It never did. I decided to get a second opinion and that dr said that the initial surgery I had was for incontinence, which I never had a problem with! My problem was always urine/bowel elimination problems, not incontinence. The second opinion dr said that the second surgeon was well-known and had experienced doing many of these types of surgeries I needed again. So, I took his word for it and allowed dr (B)(6) to perform the second surgery. Still unsuccessful and prolapsed. So, now I have 2 meshes in me and was never even warned or made aware of any risks involving mesh. Just that they were being used, not given any alternatives. So now I've had transvaginal and a laparoscopic surgery. At this point, I requested a third opinion, and was referred to (B)(6). Dr (B)(6) informed me that there was a mesh on my right side in the vagina, and one on the left side, but nothing in the middle to stop a future prolapse or hernia between the two meshes. He was very puzzled and had never seen my problem and asked if it was ok to consult other drs at the hosp. I said that was fine because I wanted a multi-disciplinary decision anyway. So now, I am scheduled for a third surgery at (B)(6) in a little over (B)(6), and hope that they can solve my problem for another 10 - 15 years like it's supposed to do. If there are so many risks and problems with mesh, I don't understand why it hasn't been recalled. There are some cases going to federal court regarding mesh, and it's too bad more research wasn't done before mesh implants started. I don't think this email will help solve any woman's problems w/mesh, but it did allow me to express my disappointment and frustration with the use of mesh and no recall by the FDA. So now you have another complaint to add to the thousands out there that have been affected by the use of transvaginal mesh. I'm sure the makers of the product are wishing they never produced them. (B)(6).